Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received by our quality team for evaluation. The location of where the separation and leakage that occurred in the set that was involved in the incident could be seen in the reference photo provided; however, the incident could not be verified due to the photo not being the actual set. A device history record review for model 10942011 lot number 19035985 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15march2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d tubing was separated and leaked. The following information was provided by the initial reporter: material no: 10942011, batch no: 19035985. It was reported that the tubing separated and leaked.